Event description:
The pt reportedly has some open electrodes. Testing of the device performed in (B)(6) 2008 showed that the device is functional. Surgery to explant the pt's device has been scheduled.